Event description:
Account reports the medications will not pump through the pump. The account reports no pt injury. The hosp rep stated that there was no report of pt injury and no incident report had been filed for this device since the last baxter svc event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, infusion rates, medications involved, or set up of the infusion device.